Manufacturer narrative:
Complaint has been elevated for investigation. This incident is being reported to FDA because the incident occurred in france using the alinity m system: list 8n53-02, which is also u.s. FDA approved.

Event description:
Customer called to report that their alinity m instrument is leaking. Customer assumed lysis solution is leaking, because there are crystals. The customer stated the liquid has left the footprint of the instrument. There was a puddle in front of the instrument. Inside of the instrument there were drops and lysis crystals around the tubing. There was no report of an injury related to this incidence. Customer was wearing personal protective equipment (ppe), and there was no exposure to the liquid.

Event description:
Customer called to report that their alinity m instrument is leaking. Customer assumed lysis solution is leaking, because there are crystals. The customer stated the liquid has left the footprint of the instrument. There was a puddle in front of the instrument. Inside of the instrument there were drops and lysis crystals around the tubing. There was no report of an injury related to this incidence. Customer was wearing personal protective equipment (ppe), and there was no exposure to the liquid.

Manufacturer narrative:
Complaint has been elevated for investigation. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved. Initial incident was submitted under 3005248192-2023-00134. However, no acknowledgements have been received after multiple attempts. This follow up report is being sent as an initial reporting of the event.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).